Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "downstream pressure out of specification". The cause was determined to be a force sensor which was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream pressure which is out of specification. There was no patient involvement. No additional information is available.